Event description:
The reporter stated that during an spinal surgery procedure, the head to head cross connector (the rod that connects the two heads) snapped at the site where the rod connects to the head. Happened while putting the connector over the screw head. A replacement device, (arched head to head connector) was available and the surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.